Manufacturer narrative:
No product was returned to assist with our investigation. An internal clinical review found the event was the result of anatomical changes in the patient over time.

Event description:
In 2004, patient underwent aaa repair in another state. A main body and two iliac leg grafts were placed. Then in 2007, patient underwent additional procedure due to a limb disconnect. The right (ipsilateral) iliac leg had disconnected. Another iliac leg graft was placed as a bridge. Patient is fine. When the physician made the repair there was no kinking of the grafts. Patient did not have a tortuous anatomy nor a great amount of calcification.